Manufacturer narrative:
Patient's age, sex, weight, event date,other relevant history, including preexisting medical conditions and explant date were not provided. If the requested information becomes available, supplementary report will be submitted. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinician error in surgical protocol. No product investigation or corrective actions required. Complaints will continue to be trended.

Event description:
Per complaint 81278, customer complaint form is received with missing information, contacted customer for additional information